Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl. Customer was treated with intravenous fluids of saline, insulin, magnesium, and potassium to address the elevated bg. Customer was discharged 3 days later on 4/13/2026 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.